Event description:
"It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a non-(B)(6) scientific right ventricular (rv) lead exhibited high capture thresholds on its rv channel. Technical services (ts) was consulted and confirmed that the rv threshold was 2.0v at 0.4 ms at implant and later increased to greater than 3.0v at 0.4 ms. No loss of capture was observed. The device is currently programmed at 4.0v at 0.4 ms, indicating it is operating as programmed. Ts recommended reprogramming options. This crt-p remains in service, and the rv lead was surgically abandoned in an additional medical procedure. No additional adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).